Event description:
Healthcare professional reported right side capsular contracture baker grade IV,¿ ¿pain¿, ¿hardness¿, ¿illness", ¿ difference in the feel of the right implant¿, ¿signs of rupture¿ and collapse¿, and ¿encapsulated submuscular rupture.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event of rupture could not be observed. The event of capsular contracture could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV with pain and hardness. There are ¿signs of rupture¿ and "collapse". The device has been explanted.